Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27409. It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker was found to have exhibited far-r wave over-sensing, resulting in inappropriate automatic mode switch. The interrogation also revealed that the patient's right ventricular lead had exhibited far-p over-sensing. High ventricular rate episodes were noted due to the over-sensing. Corrective programming changes were made. The patient was stable throughout.